Event description:
It was reported to olympus, that the evis lucera elite bronchovideoscope image flashed. The issue was found during reprocessing and the procedure was completed with a similar device. Inspection and testing of the returned device found that the image flashed/disappeared when the scope was angulated in the up/down directions. The issue occurred due to damage to the charge coupled device unit. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image flickering/disappearing upon angulation issue could not be determined, however, the issue was likely due to wear/damage to the image sensor unit. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.